Event description:
It was reported by service report that the foot right siderail was broken and could not be latched. No pt involvement or adverse events were reported.

Manufacturer narrative:
Result: footend right siderail.